Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation.internal cross reference: complaint pr# (B)(4)

Event description:
Philips remote service engineer reported stuck button errors for the control panels in the logger. A philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander. The fse reported that the customer stated that they had not experienced any uncommanded motion of the patient support or indication of stuck buttons other than the lights flashing on the rear gantry control panels. The fse replaced the gantry display controller pc board to resolve the issue.

Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer reported that images acquired utilizing their philips brilliance ict system exhibited ring artifacts. This issue is being addressed in a separate record. When philips service remotely accessed the system, they found "s_command_button_stuck_error" errors for the left, unload enable button in the error logs. The stuck button errors are addressed in this complaint. The field service engineer (fse) visited the site and evaluated the CT system. The fse confirmed that the malfunction did not result in harm to a patient, operator, or bystander. The fse reported that although there were stuck button errors in the error logs and the control panel buttons on the rear of the gantry were flashing, no uncommanded motion of the patient support was reported by the customer. The fse's evaluation of the system also did not indicate any uncommanded motion of the patient support. The fse determined the system to be operational and planned to replace the rear switch data cable and gantry display panel at the next scheduled maintenance visit. The fse did not collect a bugreport. On (B)(6) 2015, the fse returned to the site and replaced the rear switch data cable and gantry display panel to resolve the issue. The failed parts were sent to the business innovation unit (biu) for further evaluation. The probable cause of this malfunction has been determined to be a stuck gantry control panel button. CT engineering determined this issue to have an acceptable risk: if this malfunction were to recur and the gantry panel button were to become stuck engaged during a patient procedure, it would be not be likely to cause or contribute to death or serious injury. Based on the risk benefit analysis, trending of the complaint records and a clinical evaluation by a medical physician, it has been determined that gantry panel stuck button failures do not meet the definition of a medical device report. There is no evidence that the gantry panel stuck button failure has resulted in a serious injury or death or could cause or contribute to a serious injury or death if the malfunction were to recur. The following mitigations apply: all systems are equipped with emergency stop as well as power off buttons which provide an immediate means for the operator inside the scan room or in the control room to stop any unintended table motion, including such resulting from a stuck gantry panel button. The emergency stop buttons are very obvious and located immediately adjacent to the gantry panels and within reach of an operator moving the table by depressing any of the gantry buttons in question. The system performs a test for stuck buttons during initialization. A collision calculation is done in each combination of vertical, horizontal, or tilt motion, preventing injury from collision. Motion control software verifies that motion commands are executed otherwise a fault condition is assumed and stops motion. Resistance protection is in place for couch horizontal motion, a force limit to pallet motion beyond which motion will stop and shutdown. Instructions in the instructions for use to observe the patient during all movements of the patient support. Table movement that is driven by the precision motors happens at a controlled low speed. This provides ample time for recognition of unwanted movement. At the same time it provides an opportunity for most patients to respond to unintended positions resulting from such table movement. Operators/users of the system are specifically trained to position a patient in such a way that there is enough play in all indwelling lines and catheters to allow for the table motion that is expected during the scan. There has been no report of serious injury to a patient, operator or bystander as a result of this malfunction of the gantry control panel.